Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reports that they received notification from walmart regarding a "recall freestyle libre 3 sensor may give incorrect low glucose reading". There was no alleged adc product issue associated with this report. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.